Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported that the keyboard test failed. There was no patient involvement and no patient harm. The field service engineer found an error code in the event log, which confirmed the keyboard test failure and indicated a touch-frame issue. The field service engineer replaced the touch-frame assembly and the device functionality was restored. The field service engineer verified device functionality and returned it to the customer for clinical use.